Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tac3 (abut tapered one-piece scr-v 3.5mm 3mm) for evaluation. Visual evaluation was performed, the abutment shows signs of wear/use. Tested with in-house implant and it threads as intended. No allegations were made against returned healing cap. The healing cap was recorded in the concomitant medical product section. DHR review was completed for the subject lot number 2022051373. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022051373 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction could not be verified. The abutment threaded into an in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product, tac3, abut tapered one-piece scr-v 3.5mm 3mm, lot: 2120037117.

Event description:
It was reported that the abutments spontaneously loosened despite tightening to 30 ncm with the torque wrench. Abutments placed on (B)(6) 2025 and removed on (B)(6) 2025. Procedure was completed with other abutments.